Event description:
It was reported patient underwent a total hip arthroplasty on august 9, 2010. Subsequently, on (B)(6) 2014 a revision occurred due to allegations of pain, squeaking, grinding of hip, and elevated metal ion levels. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the revision operative report noted the right hip revision was due to pain and elevated metal ion levels and noted the presence of fluid and a pseudocyst. Operative report further noted that there were no signs of metal-on-metal wear and that the acetabular cup was well-fixed. The modular head, taper adapter and acetabular cup were removed and replaced. Additional information received that right hip revision was performed on february 20, 2014 due to dislocation. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this medwatch was previously reported on (B)(4), 2014-01273, 02073 and 02974.